Event description:
I had bilateral saline smooth textured subglandular breast implants (mcghan now known as allergan) placed (B)(6) 2000 and removed (B)(6) 2022. After years of various illnesses, abnormal labs, symptoms and being placed on an immunosuppressive medication (etanercept) the solution to my ailments was bilateral breast implant removal and total capsulectomy. I have been off all medications for my autoimmune disorders since that time. Pathology of the scar tissue capsules demonstrated chronic inflammation. It appears to be the case that breast implants caused my adverse health. None of these were present until breast implants were placed. FDA safety report ID# (B)(4).